Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. The customer's blood glucose was 208 mg/dl. The caller stated that the customer had a new insulin pump and would like to revert to it. They did not have training on the new insulin pump and the sensor feature, so the caller was advised that the customer could revert to the new insulin pump as long as they do not use the sensor feature until they receive training. The caller stated that the new insulin pump had all of the settings programmed in it. The discontinuation of the malfunctioning insulin pump was advised. Nothing further was reported.